Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to confirm prime alarm, motor position encoder error alarm, and unable to perform any test due to motor error alarm. The insulin pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 160 mg/dl. The customer stated that she bolused and received a motor error. The customer stated that she tried to resolve the motor error and received a motor positon encoder error alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.